Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) reservoir that had herniated. The component had migrated from the space of retzius to the scrotum. There has been no surgical intervention at this time, and there were no additional patient complications reported.

Manufacturer narrative:
Based on the information available, the cause that contributed to the reported migration cannot be established as the product is not available for analysis. The device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device instructions for use (IFU) was reviewed. The patient symptom of perforation was found to be listed in the IFU. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) reservoir that had herniated. The component had migrated from the space of retzius to the scrotum. There has been no surgical intervention at this time, and there were no additional patient complications reported.